Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred because more than 5 years have passed since the manufacturing of the equipment in question, and the electronic parts on the printed circuit board deteriorated over time and broke down due to the long-term use.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user report. No image was found on the 180 series scopes due to a faulty patient board set. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was initially reported the evis exera iii video system center did not have any output or any lights when the power was turned on. The customer later reported the problem is the unit will not power on. The problem was first noticed prior to a diagnostic procedure. The customer reported the procedure was completed. As reported, there was no patient harm or impact to patient care due to this event.